Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, when the iol was being loaded haptic damage per injector with no patient contact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).